Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault and a no external power alarm was confirmed; however, the reported event of a replace system controller alarm was not confirmed. The event log files spanned approximately 14 hrs (16oct2022 from 03:01 to 16:05 and 28oct2022 per the timestamp). The reported event of a replace system controller was not observed in the log file and it was not related to the backup battery fault. A backup battery fault alarm activated on 16oct2022 at 15:48 due to the load test not passing. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Prior to the unsuccessful load test, the controller passed multiple load tests without issue. The alarm remained active until the controller was shut down on 16oct2022 at 16:05. The driveline was disconnected on 16oct2022 at 15:58 for a controller exchange. The reported event of no external power alarm was not an unexpected event; the controller exchange corresponded with the no external power alarm when the controller was disconnected from a battery power source on 16oct2022 at 15:59 after disconnecting the driveline to complete a controller exchange and was not connected to a mobile power unit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. A root cause of the backup battery fault and replace system controller was not determined through this analysis; however, a root cause of the no external power alarm was determined to be a routine alarm when the controller was being exchanged. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault, no external power, and replace system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR #'s 2916596-2022-14897 and 2916596-2022-15002. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's backup battery on the system controller was exchanged on (B)(6) 2022. The controller was alarming backup battery fault with a non-priority tone. The site felt that the patient's backup battery was no longer working since it was one of the original controller's, so it was exchanged. It was brand new and fully charged. The patient then had a controller exchange on (B)(6) 2022 due to a controller failure alarm. The controller exchange was performed at home by patient and their daughter. The patient stated that the controller was making the "loud alarm" and an audible high priority alarm that could be heard in the background of the call. The patient stated that they continued to have backup battery fault alarms which transitioned to a high priority alarm, replace system controller alarm. Interrogation of the controller discovered backup battery fault alarms followed by a no power alarm (no external power). The patient was plugged into their mobile power unit. There were no further backup battery fault or unknown hazard alarms after the system controller was exchanged.